Event description:
It was reported, the patient had a pump refill on (B)(6) 2014 and the family suspected it was ¿pump refill malfunction/faulty¿. The reporter wanted the ¿fluid level¿ in the pump checked. No patient symptoms, interventions, drug or patient outcome were reported. Further follow-up was being conducted to obtain information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown; product type catheter. (B)(4).